Manufacturer narrative:
Correction to the eval result code.

Manufacturer narrative:
(B)(4).

Event description:
The customer complained of discrepant data for ise indirect na, k, ci for gen.2 on one patient sample. Of the data provided the sodium and chloride results were a reportable malfunction. The initial sodium result was 107 mmol/l with a repeat result of 142 mmol/l. The initial chloride result was 147 mmol/l with a repeat result of 103 mmol/l. The repeat results are deemed to be correct. Repeat testing was performed on another cobas 6000 c (501) module. The initial results were not reported outside of the laboratory. There was no adverse event. The lot numbers and expiration dates for the sodium and chloride electrodes were requested but not provided. The sample was aliquoted by a modular pre-analytics system. Qc results prior to the event were within range. Following the event the qc results were not acceptable. The field engineering specialist found that the electrodes and reagents needed replaced. He found that the customer pools the ion selective electrode (ise) reagent which can ise noise. He cleaned the flow path. He replaced the tubing, electrodes, and reagent. Calibration, qc, and a precision run were performed which all passed. A historical query for this site was performed and no new or past escalated complaints of this nature on any like instruments were found for the past 12 months. For the error causing part, there was no abnormal trend found over the past 90 days.